Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 9 applications were performed with a balloon catheter without any issues or system notices on the date of the event. The sheath was not returned for investigation and there was no indication of a product malfunction. The case was related to a clinical adverse event encountered post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryoablation procedure, the patient experienced a hematoma, requiring a blood transfusion. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.